Manufacturer narrative:
The customer reported that extrusion was slow while using the system. The company service representative examined the system but was unable to replicate the problem reported. The system was then tested and met all product specifications. The company service representative noted that the other surgeons had not experienced this issue. The system was manufactured on june 2, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(6).

Event description:
A surgeon reported that during a procedure the extrusion was slow. It has been noted that a surgical setting may have been changed. Additional information has been requested, but none has been received to date.